Manufacturer narrative:
H.6. Investigation: a complaint of debris found in the plunger, discolored tubing, and fibers found inside the set was received from the customer. A photo was provided for investigation. The reported issue was confirmed (contamination loose) and a blue particle can be seen on the inside of the set. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The most likely root cause was that contamination had come from the air extractor. The root cause for the blue particle could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #1917644564 regarding item #8881135609. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #195531164 regarding item #8881135609. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of a cosmetic issue with lot #1917644564 regarding item #8881135609. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of a cosmetic issue with lot #195531164 regarding item #8881135609.

Event description:
It was reported that the mon syringes barrel assembly were rejected for various forms of foreign matter inside them. Lot 1917644564 and an unverified lot were reported, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "event 1: it was reported that syringes were rejected for debris inside. Event 2: it was reported that syringes were rejected for debris on plunger event 3: it was reported that syringes were rejected for blue color inside. Event 4: it was reported that syringes were rejected for fiber inside." During visual inspection phase, 82 syringes (from three different lot numbers) were rejected due to the following observation: syringe with debris inside syringe with debris on plunger syringe with blue color inside syringe with fiber inside our production team was not able to confirm how many of the rejected syringes belonged to lot numbers 1917644564 and 195531164.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1917644564, medical device expiration date: 2024-06-30, device manufacture date: 2020-03-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The reported lot # [195531164] was not found for the reported catalog # [8881135609]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the mon syringes barrel assembly were rejected for various forms of foreign matter inside them. Lot 1917644564 and an unverified lot were reported, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "event 1: it was reported that syringes were rejected for debris inside. Event 2: it was reported that syringes were rejected for debris on plunger. Event 3: it was reported that syringes were rejected for blue color inside. Event 4: it was reported that syringes were rejected for fiber inside." During visual inspection phase, 82 syringes (from three different lot numbers) were rejected due to the following observation: syringe with debris inside, syringe with debris on plunger , syringe with blue color inside , syringe with fiber inside. Our production team was not able to confirm how many of the rejected syringes belonged to lot numbers 1917644564 and 195531164.